Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5159455.

Event description:
Subsequent to the initial MDR, a correction was added on 10/09/2024, a voluntary mw5159455 was received.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On 08/02/2024, it was reported that the patient¿s cgm was reading 81 mg/dl, and the bg meter was reading 25 mg/dl. The patient required medical intervention by ems, however, no other specific event details were available. It was noted the patient had hypoglycemic unawareness, therefore, did not have any symptoms. Attempts to reach the patient for further event details were unsuccessful. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.